Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During preparation, the balloon was inflated outside the patient for testing; however, the balloon was overinflated and ultimately burst. The procedure was completed with another cre wireguided dilatation balloon. Note: the instructions for use (IFU) indicate that the balloon should not be pre-inflated. There were no patient complications reported as a result of this event.